Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. The device history records for all possible lots (1405-1408, 1405-1409, 1405-4051,1405-4053, 1405-1410, 1405-1411) were reviewed and no issues were identified during the manufacture and release of the devices that could have contributed to the problem reported. The available information indicates all hardware was removed in a revision surgery on (B)(6) 2019. A number of factors could have contributed to the removal of all hardware, however based on the available information the surgeon stated it was non-union of the patient's bones. To address the non-union, the surgeon revised the site using tmc devices. No malfunctions have been alleged with any tmc hardware nor does any information indicate it was a determining factor for performing the revision. The device is intended for fusion/stabilization and non-union is a known potential adverse event identified in the instructions for use provided with the sterile kit. The company will supplement this MDR as necessary and appropriate.

Event description:
After an original bunion surgery om (B)(6) 2018, all hardware was removed in a revision surgery on (B)(6) 2019 due to non-union. There was no other report of any patient impact or injury as a result of this event.